Manufacturer narrative:
D6b. Corrected data, initial report: inadvertently did not include explant date.

Event description:
Per the physician, the symptoms subsided after generator replacement took place. Per the provider, the pain in the neck was potentially a stimulation side effect. The patient was only referred for generator replacement due to low battery. The explanted generator was discarded.

Event description:
It was reported that the patient was experiencing pain in the neck. Per the physician, the cause of the pain was believed to be low battery. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.